Event description:
Consumer called to report their pt had an episode and needed to go to the hospital for assistance. Meter and pump were not working properly - they are not comfortable with the meter readings.